Event description:
The IV nurse inserted a 4 french single lumen peripherally inserted central catheter (PICC) without difficulty. When the stylet was removed, it was noted that the end of the stylet looked split and frayed. The attending was notified and an x-ray was completed. There was no retained object noted on the x-ray.